Event description:
Customer had issues with the separation of neobar n715f with friedly foam and medical grade acrylic adhesive from patient's face which caused unplanned extubation.

Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However, the product's device history records (DHR) of current inventory were reviewed and no nonconformity was found. Samples of finished goods were pulled out from retained samples of the current lot numbers for re-inspection and no abnormality was found. The presence of adhesive was verified and individual tabs from retain samples have been also inspected and the condition of friendly foam and medical grade acrylic adhesive and its ability of sticking to skin were verified. This was an isolated incident for neobar with friendly foam and we did not have any similar incident for this part number in last five years. We were not able to reproduce the issue with retained samples or confirm the cause of this isolated incident as all the current samples of the product functioned as expected. This complaint will be monitored for trending purposes and is added to the related logs and charts.